Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge.following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Based on the information received the cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm aortic valve, implanted seven days, experienced complete heart block and required a permanent pacemaker.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received information that a patient with a 25mm aortic valve, implanted seven days, experienced an atrial fibrillation and a complete heart block requiring a permanent pacemaker. Per obtained medical records, the patient presented to the emergency room after experiencing a syncopal episode. The patient was found to have severe stenosis and a nstemi. The patient underwent aortic valve replacement and CABG x 1. The patient was noted to have moderate calcification on the annulus and heavy calcification of the cusp with fusion of the right and non-coronary cusp. There was also heavy calcification of the aortic wall and right and left coronary ostia. The postoperative transesophageal echo revealed a well-seated aortic bioprosthetic tissue valve with no evidence of perivalvular leak or regurgitation. The patient was transported in hemodynamically stable condition to the surgical intensive care unit for subsequent postoperative care.